Event description:
Caller reported blood glucose results of 347 mg/dl on the advantage system, 160 mg/dl on doctor's system within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Event description:
Article was rec'd that described the following incident regarding a study pt that was implanted with the vns therapy system: pt did not experience any efficacy as a result of being implanted with the vns therapy system.